Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h6. The reported event cannot be confirmed. Visual examination of the returned product identified the impactor shows signs of use as well as wear and tear. The strike plate has scratches and dents from use. The body of the inserter has scratches and gouges along the length of the device including the knurled surfaces. The base of the inserter has a couple gouges and the prongs show wear from use. The black impactor pad was not returned. Impactor handle diameters and length measured and conforming. Product information verified from etch. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would 64change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the black impaction pad of the glenosphere impactor fractured during use. Upon initial impaction of the glenosphere, the black impactor pad cracked and broke into pieces. Some pieces did fall into the patient, but these pieces were retrieved. The procedure was completed without the need to use an alternative device. No complications, injuries, or surgical interventions were required, and no foreign bodies were reported retained due to this malfunction. It was reported that no further information is available.